Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Implantable port, broviac single-lumen, 6.6f that are cleared in the us. The pro code and 510 k number for the m.r.I. Implantable port, broviac single-lumen, 6.6f are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one MRI implantable port attached to a catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The port septum was noted to be partially dislodged from the port body. An in-house syringe with water was attached to a safety infusion set and the non-coring needle was inserted into the port septum. A light leak from the dislodged port septum was noted upon infusion while water was observed exiting the distal end of the attached catheter. The manufacturing site review states, an initial view showed one MRI implantable port attached to a catheter segment, no cathlock was observed in the sample. It was observed that the septum of the port was partially raised from its normal position. Therefore, the investigation is confirmed for the septum detachment issue. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: h6 (device, method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that six days post a port placement, the patient allegedly experienced staphylococcus epidermidis and bacillus cereus bacterial infection. It was further reported that the patient allegedly developed an abscess due to bacterial infection which was treated with vancomycin. Furthermore, the injection chamber membrane was allegedly found to be unhooked upon removal. Reportedly, the catheter was removed and replaced. The patient is under palliative care due to bone and brain metastasis.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that six days post a port placement, the patient allegedly experienced staphylococcus epidermidis and bacillus cereus bacterial infection. It was further reported that the patient allegedly developed an abscess due to bacterial infection which was treated with vancomycin. Furthermore, the injection chamber membrane was allegedly found to be unhooked upon removal. Reportedly, the catheter was removed and replaced. The patient is under palliative care due to bone and brain metastasis.